Event description:
Non-capture in pacemaker device recorded in logbook at a ventricular event. Before programming changes, pacemaker was used 100% of the time in both atria and ventricles. After programming changes on (B)(6) 2015 interrogation, use was slightly decreased to 100% usage in atria and 98% usage in ventricle. Pt has underlying symptomatic sick sinus syndrome, junctional rhythm.